Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2014 when the patient first hooked up to power module he received a low speed alarm and felt the pump slow down. He switched back to battery power and the alarm ceased. He made a second attempt to switch to the power module and again felt the pump slow down. A low speed alarm and a red heart alarm were observed for a few seconds. The patient switched back to batteries and called the hospital. Interrogation of the system controller revealed that there were 3-4 pump off events preceded by low speed advisories and pulsatility index (pi) events. The patient remained on batteries. A review of the system controller history revealed low flow and power cable disconnect alarms occured. The hospital staff connected the patient to a power module and there was no alarm. It was reported that the system controller history was reviewed using the system monitor and a low speed event followed by a pump off alarm which lasted less than 15 seconds was noted. At an unspecified time later, the patient switched to batteries and then switched back to the power module when a low speed event occurred, followed by a pump off alarm lasting less than 20 seconds. The patient switched back to batteries. X-rays were taken that appeared to be fine. The power module patient cable was changed out which seemed to fix the issue. The patient stayed in the emergency department on his power module with a new patient cable for about one hour. No alarms were noted. On (B)(6) 2014, while in the clinic, for troubleshooting purposes, the patient was placed on a home power module via ungrounded patient cable and no alarms were activated. The patient was then placed on batteries without issue. The patient was then placed on the power module with a new grounded cable and pump function was interrupted upon connecting to the white power lead. It was reported that the patient felt light headed during the episode. He was then placed back on battery power and subsequently on a hospital power module and an ungrounded cable. X-rays that were previously taken were re-evaluated using hospital imaging which provided greater detailed visualization of entire length of the percutaneous lead. The percutaneous lead was unremarkable except for small area of interest about 4 inches distal to exit site. The patient's power module patient cable socket was inspected and it was noted that there may be some damage to the socket the patient was sent home with a hospital owned power module and an ungrounded cable. The hospital will be returning the patient's power module back for evaluation. The patient presented to the ER again on (B)(6) 2014. It was reported that low speed and red heart alarms sounded immediately when the hospital staff attempted to download the system controller history using the hospital's power module and a grounded patient cable. An ungrounded patient cable was then used to successfully retrieve the history which showed speed cycling, high flow and high power events. The patient's lab results did not indicate hemolysis. The patient's lactate dehydrogenase level and complete blood count values were normal a heparin infusion was started. A chest x-ray, kub, and echocardiogram were scheduled. On (B)(6) 2014, an ungrounded patient cable was shipped to the hospital the hospital staff reported that the patient is scheduled for a pump exchange on (B)(6) 2014.

Manufacturer narrative:
No further information is available at this time. The device remains implanted and in use supporting the patient. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Manufacturer narrative:
Additional information - concomitant medical products. The patient remains ongoing on lvad support. The evaluation of the submitted system controller log files confirmed the report of low speed and pump stop events. Although, the event appears consistent with a potential driveline wire compromise, the driveline wire damage could not be confirmed because the pump is not available for evaluation. These events appeared to occur while the patient was operating on the power module. A review of the device history records revealed that the pump met applicable specifications. Additionally, the patient¿s power module was returned due to possible damage to the socket from a reported bent pin on the patient¿s original power module patient cable. The power module was evaluated and functioned as intended during the analysis. The unit was returned to the customer¿s site. The patient¿s power module patient cable was also returned and evaluated and revealed a small cut to the outer jacket of the patient cable. The damage was cosmetic and did not affect device function. The returned patient cable functioned as intended during the evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information - the patient was going to have a pump exchange because of the driveline issue, but he was presented for transplant evaluation instead. The patient is functioning fine on his lvad, so the doctors elected to just list him on the transplant list and try to continue the lvad as long as possible to avoid an additional surgery. All pediatric patients stay 1a when they have a vad. The patient remains ongoing, with an ungrounded cable, still waiting for a heart transplant.